Event description:
It was reported that, during treatment with a renasys go. The patient called to s&n and she said that had a pump with a canister full / blockage alarm. The canister was empty and the gel pack was not broken. The s&n person who attend the call had the patient disconnect from her wound and tether off in the canister end and the alarm resolved. The patient milked the soft port tubing and there was no visible drainage in the soft port or canister tubing. The aeration disc on the soft port was not occluded. The patient stated that she had no alarms for approximately 12 hours after her dressing was changed and then the patient got alarms. The patient turned the pump down to 100mm/hg from 120mm/hg. The s&n person stayed on the phone for 10 minutes and alarm didn't sound. It was unknown how the treatment was finished. Patient was not harmed. No further information is available.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. While a blockage in the npwt system (pump/canister/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.